Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited scope communication error e315. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement reports will be submitted if provided. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to corrosion on endoscope connector, e315 occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.